Event description:
A customer reports their abbott diabetes care device. "Exploded." Customer further details, "the needle came all the way through and the rest of the component blew off." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Customer reported : ¿that her sensor explode. The needle came all the way through and the rest of the component blew off.¿ visual inspection has been performed on the returned sensor and the sensor plug was properly seated. No issues were observed with the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor's pcba (printed circuit board assembly) and no issues were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned sensor's pcba. However, no anomalies were observed. The initial scan data was reviewed.the sensor was found to be in state 1 (storage state). The returned sensor was scanned on the evaluation module (evm), reprogrammed and activated using the patch reader and patch programmer.performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. On and off current tests were performed to observe if the returned sensor was drawing excess current. On current measurement was within the specification range which indicated that no components on the pcba were drawing excess current during the operation. Off current measurements were also within the specification range which indicated that that the returned sensor was not drawing excess current from the battery when in an off state. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device. "Exploded." Customer further details, "the needle came all the way through and the rest of the component blew off." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.